Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported fatigue, lightheadedness, and an increase in pulse rate. The right ventricular (rv) lead was found to have t-wave oversensing (twos). The lead was reprogrammed and the issue was resolved. The lead remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.